Event description:
Consumer reported complaint for error message (e-3). Customer advised that she is feeling weak but declined the need for any medical intervention at this time. During the call, a blood test was performed by the customer fasting and produced test result of 195 mg/dl using true metrix meter. Customer stated the result was too high. The customer¿s expected blood glucose test result range was not provided. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2026 and open vial date is 3 months ago.

Manufacturer narrative:
Internal report reference number: (B)(6). B2: adverse event report is being submitted due to customer going to urgent care due to symptoms related to diabetes. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): improper test method. Note 1: manufacturer contacted customer in a follow-up call on 22-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she felt dizzy and had a headache. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 23-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she felt dizzy. Customer stated she was going to go to urgent care. Note 3: manufacturer contacted customer in a follow-up call on 28-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she felt dizzy. Customer had gone to urgent care on (B)(6) 2025 due to feeling dizzy and having a headache. Customer advised that they took blood, did her blood pressure and checked her blood glucose. Customer did not disclose any abnormalities. Customer was not given any medication but was advised to follow up with her doctor. Customer advised that the doctor wants her to do a CT scan, however her insurance is not approving the test. Note 4: manufacturer contacted customer in a follow-up call on 03-nov-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated replacement products resolved initial concern.